Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1610c146e, serial/lot #: (B)(6), ubd: 29-sep-2024, UDI#: (B)(4); product ID: etlw1610c156e, serial/lot #: (B)(4), ubd: 12-aug-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. It was reported 4 days post index procedure, blood test results confirmed decreased egfr levels from baseline labs collected. Per site, no intervention/treatment has been performed. The decreased egfr levels are recovering/resolving. The site assessed the decreased egfr levels as not related to the index procedure and device and probably related to an underlying condition / disease. The sponsor assessed the decreased egfr levels as possibly related to the index procedure and not related to the device, or to the underlying condition / disease. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: the site assessed the decreased renal function as possible related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.